Event description:
According to the reporter: the device was not cutting into the pt. Upon inspection; the surgeon discovered that the metal blade and the plastic tip came apart from the tip of the visiport. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).